Event description:
A customer reported to beckman coulter (bec) that the unicel dxc 600 pro synchron clinical system generated an erroneously low potassium result of 2.0 mmol/l for one patient ((B)(6)) on (B)(6) 2013. Automatic critical rerun also produced a potassium of 2.0 mmol/l and the result was reported out of the laboratory. Repeat testing of the patient sample on (B)(6) 2013 for a complete panel produced very different results, including potassium result of 4.8 mmol/l. The customer believes that the original potassium result as well as other results obtained for this patient on (B)(6) 2013 belong to another patient ((B)(6)) as they match the results obtained for this second patient on (B)(6) 2013. Due to the erroneously low potassium result of (B)(6) 2013, potassium medication was prescribed for the patient. There was no report of death or injury, and there was no adverse effect to the patient from the prescribed medication.

Manufacturer narrative:
Beckman coulter reviewed the instrument event log, but found no evidence of instrument merging the patient results. The instrument printouts from (B)(6) 2013 show the demographics from the 2 different patients. Evidence suggests some type of sample mix-up, but the customer indicated that there was only one sample tube for (B)(6) tested on both days and therefore the results should be the same. Failure mode cannot be determined based on the available data. Beckman coulter found no evidence of an instrument malfunction.